Event description:
A 4 yr old child was burned on the internal and the external corner of the mouth during a tonsilectomy and adenectomy. The burn was severe and plastic surgery is expected. The pencil was charred and cracked where the electrode fits into it.